Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room due to experiencing a syncopal episode. A remote interrogation was performed and boston scientific technical services (ts) was